Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens implant procedure, the physician realized that he had seen something in the central part of the optics when he placed in the capsular bag. The physician tried to remove it with tweezers and the suction piece, but could not remove. The physician concluded that it was a scratch. The physician decided to explant the lens in order not to affect the visual quality of the patient. The procedure suffered an approximate delay of 15 minutes, but completed on the same day. The patient is well and did not suffer any adverse events. Additional information was requested.